Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy ett balloon failed to inflate upon pre-test prior to insertion. No patient involvement. There were no reported adverse events.